Manufacturer narrative:
Concomitant medical products: 100ml fresenius kabi bag, ndc 0338-0519-58, lot 10ke5633, exp 04/2018, intralipid 20%; therapy date (B)(6) 2016. The customer¿s report that the tubing disconnected from the y-site was not confirmed however damage was noted on the spin collar. Visual inspection showed that the male luer spin collar had three hair line cracks with lengths of 0.131, 0.133 and 0.099 inches. The luer showed signs of scratching and stress around the cracks, comparable to the damage seen when clamps or tools are used to torque the luer. Functional and pressure testing was performed; no disconnections or leaks were observed. Dimensional testing was performed and the male luer tip was within specifications. The root causes of the reported tubing disconnection and the crack were not identified.

Event description:
The customer reported that the primary set became disconnected from the y site on the non-bd extension set during an infusion. There was no patient harm.